Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at (0.0875) inches. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high and low bg's. Confirmed 343250 (34.325 u) units of normal bolus was delivered on aug 05, 2023. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the pcba 1, pcba 2 and lcd assembly. P-cap was attached and locked into place properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. No unexpected alarms/alert/anomalies noted during testing, unable to verify high and low bg's. No device problem found however was confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, harm was reported with no reported allegation of a device malfunction. The customer reported a blood glucose value of 400 mg/dl. The customer reported hypoglycemia and hyperglycemia together, hypoglycemia was treated with glucose/carb intake, and hyperglycemia did not have any treatment. The event involved product(s) mmt-7040a, mmt-1884, mmt-442ak, and mmt-342. Troubleshooting was performed customer was not using the auto mode/smart guard feature at the time of the event. The customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-7040a. Mmt-1884 was requested, and the customer response was the device would be returned. No product return is required for mmt-442ak. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer discontinued the use of the pump. Mmt-1884 was returned for analysis.